Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker device exhibited longevity calculation from 1 year to 6 months in a span of 3 months. Data analysis determined that the power usage is as expected. However, the voltage has been decreasing faster than expected. There is no further information available to date and the device remains in service. No adverse patient effects were reported.